Event description:
Patient underwent implantation of testicular prosthesis. Patient had several visits to ed the following year for pain and spasms. He underwent CT scans and ultrasounds. Approximately, two years later the prosthesis ruptured and was removed.